Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 900 mg/dl. Customer was hospitalized for high readings. Customer was treated with fluids and boluses from the pump. Customer's current blood glucose was 374 mg/dl. Customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.